Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer indicated via phone call that their insulin pump alarmed compromised force system sensor. The customer also indicated that insulin squirts out of the device and the drive support cap is slightly indented. The customer indicated that their blood glucose level was 133 mg/dl at the time of incident. No further details given.

Manufacturer narrative:
The insulin pump was received unable to prime during the prime test and motor error alarm during basic occlusion test due to faulty force sensor resistor also, with corroded motor home switch. The operating currents are within specifications and passed self-test, a21 error test, rewind and displacement test. No a33 alarms noted. The drive support was inspected and no anomaly noted. The insulin pump had minor scratches on the lcd window.